Event description:
Meter was reading inaccurately high. The medical affairs specialist attempted to reach the patient by phone; there was no answering machine to leave a message. A letter will be sent. Patient obtained a result of 340 mg/dl on the reported meter while having no symptoms of high or low blood glucose level. Patient tested with another meter within 10 minutes and received a result of 326 mg/dl. One meter result compared to another meter result is not a valid accuracy comparison. The patient took no action to affect patient's blood glucose level following use of the meter. Patient received diabetes treatment advice from a medical professional. The specific treatment advice was not provided. The customer care representative (ccr) advised the patient that a meter result should be compared to a laboratory result when making an accuracy comparison. The ccr walked the patient through two consecutive check strip tests, which fell outside of the check strips range. Based on the failed check strip tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.